Manufacturer narrative:
(B)(4). Batch #: u95a5a. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracic lobectomy, the staff noted that the device was mislabeled. It was labeled as a powered vascular stapler. The procedure was completed with no patient consequences.